Manufacturer narrative:
Section a6: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: email address and zip code: unknown, information not provided. Section e1: telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the patient underwent phacoemulsification and intraocular lens implantation. The surgeon injected the lens into the eye and found that there was a crack in the central area of the lens. The damaged iol was removed from the eye and replaced with the iol of the same model. The patient had corneal edema after surgery. The surgery was successfully completed. There was no delay in treatment or other interventions performed. No further information was provided.